Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore, the failure mode cannot be confirmed. However, a records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
The complaint indicated that the device is not available for evaluation. Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A hemodialysis user facility reported that a blood leak alarm occurred approximately 30 minutes into the treatment. The user stated that the dialyzer had broken membrane. However, follow-up info was received and revealed there was no visible damage noted to the dialyzer. Test strips were not used to confirm the leak. The estimated blood loss (ebl) was reported as being non-substantial. The pt's blood was rinsed back when the alarm occurred. The pt had no adverse effects and no medical intervention was required. The pt successfully completed treatment with a new set-up.